Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for implant. It was noted during the procedure that the stylet wire could not advance through the atrial lead. The atrial lead was not installed and was exchanged. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found. A complete lead was returned in one piece. The lead was evaluated with the stylet and found restriction/obstruction due to the inner coil clogged with dried blood. The cause of the reported event was isolated to the inner coil clogged with dried blood.